Event description:
The frame appeared to work correctly during assembly and then jammed when on the patient's skull. It took excessive force to move it (right trunnion wheel). They managed to adjust it and continued with the deep brain stimulation (stereotactic guidance) case. There was no adverse event to the patient. There was no delay. It was reported by the sales representative that the user facility was lubricating the device and was not mechanically washing it.

Manufacturer narrative:
Integra has completed their internal investigation. Results: device history record reviewed for this product ID lot #p1039 manufactured on february 15, 2011 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. Two years lookback in (B)(6) for this reported failure and/or related to "frame not working/frame appeared to work correctly during assembly and then jammed when on pt's skull. Took excessive force to move it (right trunnion wheel)" for this product ID shows that 18 complaints were received including this case. Conclusion: in summary - the device was not released for eval, therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive the product.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.